Event description:
A physician reported that a pt was hospitalized to improve control of blood glucose. The women has suffered from type 2 diabetes since 1974, and also suffers from hypertension and chronic pancreatitis and has a history of hypothyroidism and skin cancer. Pt has been treated with insulin penfill using a novopen 3 since 1999. The pt's average hba1c levels varied from 7.63 to 9.86 during 1999 and 2000. During event month the pt's hba1c level gradually increased to 10 and pt was hospitalized during event month to improve control of blood glucose. On admission, the blood glucose was found to be 414 mg/dl. No emergency treatment was necessary. The day after admission it was noticed that the piston rod washer had fallen off the pen. It is not known when the washer had fallen off. The pt was issued a new pen. Pt was discharged fully recovered during event month. Five novopen 3 pens have been returned for technical examinations; unfortunately it is not known which of the pens belonged to the pt. Analysis results received on 07/2001.